Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patient reported insufficient pain relief during the trial period. It was observed that the patient had independently removed and re-applied the bandage and continued to experience discomfort. As a result, the patient was referred to the emergency department, where pain management medication was administered. Following this, the trial leads were removed. During the procedure, the physician noted minimal drainage at the site, with no signs of infection or other complications. As a precautionary measure, antibiotics were prescribed. Post-procedure, the patient demonstrated stable recovery and was reported to be doing well.